Event description:
It was reported that the patient was having difficulty aligning the charger over the ipg. X-ray was taken and showed that the ipg was too deep. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7101190 / 7106088.